Event description:
It was reported by customer via sales rep. That "during the surgery, when he implanted the second screw, (cancellous bone screw) with the (universal driver shaft), the tip of the universal driver staff was broken. The part of the item was recovered, and the screw was retrieved with the (straight driver shaft) available. The surgeon alleged that he decided not to implant another screw to replace the removed one.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device becomes available with additional information, a supplemental report will be issued.